Manufacturer narrative:
The recipient reportedly underwent repositioning surgery on (B)(6) 2018.

Manufacturer narrative:
The recipient was reportedly experienced irritation from the headpiece. The recipient was recommended device non-use for some time. The recipient was prescribed ceftriaxone for 1 month. The recipient underwent a drainage procedure during repositioning surgery. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient's device was explanted. The recipient's infection has resolved.